Manufacturer narrative:
The field service representative (fsr) resolved the issue by replacing the dirty wash zone tubing and probes on the alinity I process module, serial number (B)(6). Issue resolution was verified with passing calibration, precision run and successful qc run. The replacement of the alnty I probe tub wash (04s60-02), and wash zone probe (08c94-36) were determined to resolve issue. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for the alinity I processing module did not identify any similar issues for the discrepant results as described in the ticket. Additionally review of complaint and trending data associated with the alnty I probe tub wash (04s60-02), and wash zone probe (08c94-36) did not identify an increase in complaint activity. The manufacturing documentation was reviewed and did not identify any nonconformances or deviations with the complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency of the alinity I process module for serial (B)(6) or the alnty I probe tub wash, and wash zone probe were identified. Upon further review, d10-concomitant product was updated to remove pm sensor, assy, a-35006630-01, unknown and added the following: alnty I probe tub wash, 04s60-02, unknown / wash zone probe, 08c94-36, unknown.

Event description:
The customer reported a false reactive alinity I syphilis tp result generated on the alinity I processing module for one patient sample. The following data was provided: sid (B)(6): initial result was positive. After repeating the sample, the syphilis result generated was negative. (No actual values were provided) there was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 - patient identifier: (B)(6) (complete sample ID due to the value exceeding the allowable characters). All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a false reactive alinity I syphilis tp result generated on the alinity I processing module for one patient sample. The following data was provided: sid (B)(6): initial result was positive. After repeating the sample, the syphilis result generated was negative. (No actual values were provided) there was no impact to patient management reported.